Event description:
On (B)(6) 2012 it was reported that the pt's infusion device had damage to the display; there are missing segments. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.